Event description:
Account not aware of patient involvement, not aware of any injuries; account stated he replaced a comm cable that was pulled from the bed. Now the bed will not send a call to nurse station when ppm is active; it will alarm locally.

Manufacturer narrative:
Repair has not been completed at this time.